Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited inappropriate shock due to p-wave over-sensing due to rv lead dislodgement. The patient had claimed to have experienced discomfort. The rv lead was explanted and replaced. Patient condition was stable before product, but condition unknown during and after procedure.

Manufacturer narrative:
The reported events of inappropriate shock and far p oversensing were not confirmed. A full lead was returned in one piece for analysis. Visual and x-ray examinations found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. Specification measurement, and electrical testing were normal with no anomalies found.